Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On an unknown day in 2026, the clip was observed to have opened up 30 degrees. The patient was symptomatic with recurrent mr of grade 3. On (B)(6) 2026, open heart surgery was performed. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account, a cause for the reported clip opened while locked resulting in mr and heart failure cannot be determined. Mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.